Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
It was reported by customer that they had experienced high blood glucose levels and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 600 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined further troubleshooting. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.